Event description:
It was reported that a tandem mobi cartridge alarm occurred, which caused the customer¿s blood glucose level to exceed the normal range, displaying a "high" message. However, there was no adverse impact to the customer's blood glucose level in terms of serious complications. The customer took corrective actions by administering a correction bolus via the pump and a correction injection via multiple daily injections (mdi). Technical support did not need external assistance and confirmed replacement of the pump. The customer was advised about using mdi as a backup therapy until the new pump, featuring updated software, was received. Instructions were given to return the faulty pump, and arrangements for delivery were confirmed without the need for a signature. The customer was informed about setting up the new pump and returning the malfunctioning one to avoid charges.